Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was in the hospital with gastroparesis. It was noted that the customer noticed a difference between the sensor glucose readings versus the blood glucose readings. Customer stated that the sensor was reading 183 mg/dl when the blood glucose readings were 171 mg/dl. No further information reported.